Event description:
The pt's pd rn, (B)(6), called tech support and requested for a pd cycler replacement due to multiple alarms and a large drain volume in drain 1 of the previous night's ccpd treatment. She had advised the pt to discontinue treatment. The treatment data provided shows a drain 1 volume of 4543 ml. After a fill 1 volume of 1505 ml. Cycler was powered off during fill 2 with fill volume 0. Pd rn (B)(6) added at a later time during a follow up call that the pt is a small woman and if she were to exceed a fill volume greater than 2500ml, she would experience pain and discomfort. In this case, the pt did not experience any pain or discomfort and has been seen in the clinic since this event and is in stable condition. There was no need for medical intervention at any point during or after this event and the pt continues on ccpd. The pt's husband confirmed during a follow up call that the pt experienced no pain or discomfort during or after this event. Upon inspection of the cycler immediately following this event, the pt's husband discovered that the heater bag was completely empty. The pt uses two 5l bags with a fill volume of 1.5l.

Manufacturer narrative:
(B)(4): supplemental report will be submitted when device investigation is complete. (B)(4).